Event description:
As reported (B)(6) 2013, a patient of unknown gender and age presented for an microwave ablation procedure of the liver. During the second ablation on the patient's liver, the treating physician noted the device appeared to not function was expected. When the probe was removed, it was noted the ceramic tip was detached from the metal shaft, and a piece of the tip remained in the patient's liver. As reported by the treating physician, the probe had not encountered ribs or cartilage during the procedure and had only been used on soft tissue; a new of the same device was used to complete the procedure. It was reported the patient is experiencing infection and the treating physician to implement a treatment plan for the patient. It was reported the reported failed device is not available for return to the MFR for evaluation. Attempts are being made to obtain follow up information.

Manufacturer narrative:
It was reported that the device involved in the incident is not available to be returned to the MFR for evaluation. Attempts are being made to obtain additional information in regards to the event and patient care. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow u p medwatch. (B)(4).